Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 weeks out'), autoimmune disorder ('multiple autoimmune diseases') and metal poisoning ('heavy metal toxicity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("I got pregnant on essure") and experienced autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), pelvic pain ("but not without a little pain") and medical device discomfort ("I still have discomfort sitting up"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, autoimmune disorder, metal poisoning, pelvic pain and medical device discomfort outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, medical device discomfort, medical device removal, metal poisoning, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient got pregnant on essure and go to the ER and ask for ultrasound it could be an ectopic pregnancy. Concerning the injuries reported in this case, the following ones reported via social media: pregnancy with contraceptive device, autoimmune disorder, metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter and new events were added (medical device removal, device discomfort and pelvic pain). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 weeks out'), autoimmune disorder ('multiple autoimmune diseases') and metal poisoning ('heavy metal toxicity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("I got pregnant on essure") and experienced autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), pelvic pain ("but not without a little pain") and medical device discomfort ("I still have discomfort sitting up"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, autoimmune disorder, metal poisoning, pelvic pain and medical device discomfort outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, medical device discomfort, medical device removal, metal poisoning, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient got pregnant on essure and go to the ER and ask for ultrasound...it could be an ectopic pregnancy. Concerning the injuries reported in this case, the following ones reported via social media :pregnancy with contraceptive device, autoimmune disorder,metal poisoning. Quality-safety evaluation of ptc: unable to confirm . Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter and new events were added ( medical device removal, device discomfort and pelvic pain). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 weeks out'), autoimmune disorder ('multiple autoimmune diseases') and metal poisoning ('heavy metal toxicity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("I got pregnant on essure") and experienced autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), pelvic pain ("but not without a little pain") and medical device discomfort ("I still have discomfort sitting up"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, autoimmune disorder, metal poisoning, pelvic pain and medical device discomfort outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, medical device discomfort, medical device removal, metal poisoning, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient got pregnant on essure and go to the ER and ask for ultrasound...it could be an ectopic pregnancy. Concerning the injuries reported in this case, the following ones reported via social media :pregnancy with contraceptive device, autoimmune disorder,metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter and new events were added ( medical device removal, device discomfort and pelvic pain). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 weeks out'), autoimmune disorder ('multiple autoimmune diseases') and metal poisoning ('heavy metal toxicity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("I got pregnant on essure") and experienced autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), pelvic pain ("but not without a little pain") and medical device discomfort ("I still have discomfort sitting up"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, autoimmune disorder, metal poisoning, pelvic pain and medical device discomfort outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, medical device discomfort, medical device removal, metal poisoning, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient got pregnant on essure and go to the ER and ask for ultrasound. It could be an ectopic pregnancy. Concerning the injuries reported in this case, the following ones reported via social media :pregnancy with contraceptive device, autoimmune disorder,metal poisoning . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.